Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump was damaged and customer experienced the high blood glucose. The customer¿s blood glucose was 400 mg/dl. The customer reported the reservoir compartment was damage. The troubleshooting was performed for damage and found that the reservoir was not locking in place. The customer declined the high blood glucose troubleshooting. The customer was advised that the insulin pump will need to be replaced. Advise the customer to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.